Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician encountered difficulty when placing the right ventricular (rv) lead. After the lead had passed the tricuspid valve, the lead maintained a curvature shape. The physician attempted to change stylets. When the lead was positioned in the rv apex, low r waves were noted. The physician attempted placing the lead an additional ninety minutes to no avail. Ultimately, a competitor lead was placed successfully and the previously attempted lead was not placed. No patient complications have been reported as a result of this event.